Event description:
It was originally reported that the patient experienced a loss of therapeutic effect several months ago. She experienced chronic pain on her right thigh and it sometimes traveled behind her knee and calf. When she went into the hospital, her pain was not present, but a couple weeks after she left the hospital the pain returned. She typically feels the pain within an hour of lying down. Turning her stimulation off does not relieve the pain. She was at home. The healthcare provider confirmed that the patient experienced thigh pain that radiated down her calf. When her stimulation was turned off her pain resolved. Her lead impedance measurements and battery life were ok. An x-ray showed that her lead had migrated. A lead revision was recommended. She will notify her physician when she is financially ready for the lead revision. No patient injuries were reported.

Manufacturer narrative:
(B) (4).